Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the long bipolar grasper instrument had a staple get caught in the wrist of the instrument. The patient¿s lung tissue was torn to release the instrument. No leakage was reported. No related errors were noted in the logs by the technical support engineer. The procedure was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the long bipolar grasper instrument was in use for approximately one to one and a half hours when the staple got caught on the wrist of the instrument. The tissue would not release by rotating the instrument, so the surgeon had to rip the tissue away. Lung tissue was torn, but not excised due to this event. Some bleeding was noted, approximately five milliliters, and by applying pressure the surgeon was able to stop/control the bleeding. At the end of the case tisseel, a fibrin sealant used for hemostasis, was applied to the affected area. The procedure remained robotic. This event did not significantly affect the patient¿s health, nor cause any concern for long-term complications. The patient is doing well with no issues. The surgeon was unsure if the site intends on returning the instrument and reload.

Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive the long bipolar grasper instrument used during this reported event for failure analysis investigations. .